Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred. Troubleshooting with tandem's technical support was not performed as the alarms occurred in the past and the cartridges had been thrown out. It was noted that the customer's blood glucose level was 366 mg/dl per pump logs.